Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for further evaluation. Upon receipt, an investigation will be performed, and the results will be submitted within a supplemental MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using the ventilator on a patient, the nurse noticed that the patient¿s face had turned pale and cardiopulmonary arrest (cpa) was confirmed. The ventilator continued operating normally; however, the patient was declared to be deceased. Although the cause of the death is not clear it was suspected that the death was related to asphyxia. It was additionally noted that there was no errors in the log when the ventilator was powered on, est (extended self tests) passed, and there was no abnormality noticed in the pressure system sensor data. Although there is no allegation of the product malfunctioning, this event is being conservatively reported due to a patient death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: it was noted that there was no error log, est (extended self tests) passed, and after running tests for two hours there was no abnormality noticed in the pressure system sensor data. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as follows: it was reported that the customer is not alleging that the ventilator caused the cpa. It was additionally clarified that per the nurse, the ventilator did not generate an alarm when it was expected.